Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13001. It was reported by the pt the charging sys would get hot while charging. Multiple attempts to contact the pt were unsuccessful.

Manufacturer narrative:
Correction: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in a field advisory, and a field correction. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.